Event description:
The nurse reported a system message displayed during set up. The system would not boot up. One pt had already been dilated and the IV was started. Three cases were then cancelled by the surgeon. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system and confirmed the system message reported. The air source pump was replaced and sent for in-house testing. The system was then tested and met all product specs. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).